Event description:
It was reported that the user paused insulin delivery during a supply change and did not resume ilet dosing for approximately five hours, resulting in elevated blood glucose, with a peak blood glucose of 325 and a subsequent reading of 247 trending downward. This was categorized as a use-of-device problem without a specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and attributed the event to user operation of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.